Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed pin#3 located at jp4 of the power flex was burnt. Carefusion replaced the power flex to address the reported issue.

Event description:
It was reported to carefusion that the unit had a damaged ac connector. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement associated with this complaint.